Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician elected to add a new rate sensing lead. The rate sensing portion of the transvenous defibrillation lead was capped and the high voltage portion remains active. During the revision procedure a hex wrench was accidently broken off in the rate sensing negative setscrew of the ICD (model/serial number 1635-150640). The physician elected to implant a new ICD.